Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during the treatment of a subclavian aneurysm through radial access, the 4th coil came 2/3 out of the catheter. During repositioning and withdrawal, the coil unexpectedly detached in the aneurysm. There was no reported intervention or patient injury. The patient is reported to be healthy.

Manufacturer narrative:
The device was returned with the delivery system, and the stretched implant stuck at the distal tip of the delivery catheter. The distal 10cm of the implant coil was still intact, and the proximal end was noted to be fully stretched. The entire implant was pulled from the tip of the catheter and the end of the wire had a visible weld ball, which is indicative of the full length of implant wire was still intact. There was no breakage of the wire. The delivery catheter returned with the device was a terumo navicross 4f catheter. The distal inner diameter of the catheter was measured to be .035" using a pin gauge. The cx35 coil requires a minimum .041" inner diameter catheter throughout the entire lumen of the catheter to function correctly. This catheter is not compatible with the cx35 device. Based upon the investigation findings and available information, the complaint of a broken coil could not be confirmed. The coil was noted to be intact and stretched, and not separated or broken. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded its strength specification, as evident by the stretched proximal segment through a catheter that was not compatible with the coil size.